Event description:
It was reported a pin was broken off inside the ventricular channel. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the ventricular output connector had a pin broken off inside it. It was also noted that the upper case and bail covers were broken and the keyboard was damaged and contaminated.